Event description:
Reported blood glucose results of 10.6 mmol/l with a lifescan meter and 8.7 mmol/l on a laboratory device, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter was replaced.